Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Description: black particles visible in the syringe.

Manufacturer narrative:
(B)(4). Follow up MDR for device evaluation: one sample was provided to our quality team for investigation. Upon visual inspection, embedded particles were observed on the syringe plunger, confirming the reported concern. A device history review was conducted for lot 2503119, and no deviations or non-conformances related to the reported issue were identified during the manufacturing process. Products from this manufacturing line are routinely sampled and subjected to visual and functional inspections throughout various stages of production, in accordance with established procedures. Retained samples of the same lot were used for additional evaluation. All products were inspected, no foreign material or embedded material was observed within any of the devices. Manufacturing equipment undergoes regular cleaning and maintenance, and injection molding machines are purged prior to use to eliminate excess material, automatically rejecting the first few pieces. Although no direct issue was identified, the observed condition may have resulted from burnt material generated during the molding process, which could have been injected into the syringe mold and embedded in the product, as seen in the sample provided. To date, there have been no other similar events reported for this lot. Manufacturing personnel have been informed of this incident to raise awareness, and our quality team will continue to monitor complaints related to this device and condition for any signs of emerging trends.

Event description:
No additional information.